Manufacturer narrative:
The insulin pump was received with high idle current due to faulty lcd driver also with a corroded battery tube. No unexpected auto off or auto suspend alarms noted.no unexpected suspend anomaly noted. The insulin pump passed the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump suspends automatically when it should not suspend and that the batteries only last for 12 hours. Customer's blood glucose was 120 mg/dl at the time of incident. No further information was given.